Manufacturer narrative:
(B)(4). Results: evaluation of the product found the pin 1 of the rj-11 sensor receptacle is bent causing an intermittent connection to the sensor. (B)(4).

Event description:
The customer reported that the alarm does not power on when tested with new batteries and a new sensor pad. The alarm may be missing the hold/suspend button. There was no patient incident or injury reported.